Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient and attorney that the patient had removal of port procedure in (B)(6) of 2019 and suture was used. The patient immediately experienced issues with the sutures. They are itchy and a periodic spiky pain. A month and a half to two months post op the surgeon pulled out what was sticking out. The doctor said to call back if the patient was still having problems. After "whatever number" of weeks the patient was still having problems. The patient followed up with the surgeon and was administered an injection to see if the swelling would go down. The patient has also had an adverse reaction to the injection. The patient now has a half size of a golf ball depression in his upper left chest where the injection was given near his sutures. The patient reported that the pain is periodic; the pain spikes and then goes away. The patient has not seen a pattern in the pain.